Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) has not been functional since implant, leading to approximately two years of the patient being unable to sustain sexual intercourse. The patient contacted boston scientific patient services team. No additional information and no patient complications were reported.

Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) has not been functional since implant, leading to approximately two years during which he was unable to sustain sexual intercourse. It was later reported that the performance issues are related to difficulties pumping up the device. The patient has undergone clinical evaluations, during which the physician did not find any device issues. The patient has contacted a boston scientific patient services representative and is planning to obtain a second opinion.